Event description:
A malfunction alarm was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Due to not having the necessary charging supplies, the customer was unable to reset the pump and became upset, ending the call. Technical support planned to assist with a pump reset if the customer called back, and the case was closed temporarily.